Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. The vessel locator wings released prematurely prior to clip deployment. Manual compression was used to achieve hemostasis. There were no adverse pt events as a result of this incident. No further info was provided.

Manufacturer narrative:
The device history record for this lot did not produce any findings relevant to this investigation. The device is expected to be returned for investigation. It has not yet been received.